Event description:
It was reported that intermittent undersensing was observed via remote transmission. Additionally, myopotential oversensing was also observed. The device was reprogrammed, and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.